Event description:
This case was reported by a lawyer via (B)(4), and described the occurrence of injury in a female pt who used poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using poligrip. At an unk time after starting poligrip the pt experienced an injury. At the time of reporting, the outcome of the event was unk. F/u info was received on (B)(4) 2009. The pt was evaluated by a neurologist on (B)(6) 2005 for her year and half long history of complaints with frequent dizziness and lightheadedness. She was initially diagnosed with iron deficiency anemia in 2004 and treated with iron supplements. In (B)(6) 2004, the pt began to experience bilateral hand numbness and tingling, which subsequently moved to both feet. The numbness and tingling began to ascend into both legs and arms and eventually moved to the t3 level of her spine by (B)(6) 2005. She developed progressive difficulty with ambulation due to a lack of sensation and a loss of proprioception. By (B)(6) 2005 she would hold onto carts for assistance with walking and then began to use a wheelchair in (B)(6) 2005. The pt also suffered from a one year history of occasional bowel and bladder incontinence. She had occasional spasms of her extremities at rest and electric shocks down her legs and feet. These symptoms occurred in the absence of any cognitive difficulty. The pt underwent full diagnostic eval and the diagnosis was cervical myelopathy thought to be secondary to copper deficiency and high zinc levels. She was treated with copper supplementation. Repeat copper levels on (B)(6) 2005 were improved and within normal limits at 264. Zinc levels were decreased, but still remained elevated at 2529 on this date. The neurologist reported that the pt "has been on sick leave from work because of her disability."

Manufacturer narrative:
Poligrip is manufactured in (B)(4) and neither the product nor lot number were available. No corrective actions have been required based on this report. (B)(4).